Manufacturer narrative:
The customer did not use rack adapters required for 13 mm. Diameter tubes. It is not known what tube type the customer was using. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated that 90 % of patient sample, control, and proficiency sample results started getting flagged on a cobas 8000 e 801 module. One patient sample had discrepant results for the elecsys total psa immunoassay ver. 2. The sample initially resulted in a total psa value of < 0.1695 ng/ml with a data flag. The initial value was reported outside of the laboratory and questioned by oncology. The sample was repeated on a second analyzer, resulting in a value of 7.410 ng/ml. The repeat value was deemed correct. The lot number of the total psa reagent is 62092201, with an expiration date of 31-jul-2023.

Manufacturer narrative:
The field service engineer determined there was failed tubing. The water pump and gear pump pressure were also high. The probe and tubing were replaced. The pump pressures were adjusted. All reagent packs were replaced since the reagent probe was leaking water into the reagent packs.